Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73e1500024 investigation did not show issues related to the complaint. The device sample has been returned but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the device did not fire during patient use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package; lot # 73e1500024 was confirmed with sample received. During visual inspection it was observed that all components looked well assembled; without damage, no stuck clip in jaws. Functional inspection: applier was fired 5 times & during the activation no clips were loaded in jaws. In addition , the orange indicator was not found in the sample; this condition indicates that all clips were fired. Sample received did not confirm the defect reported by the customer misfire. A corrective action cannot be established due to the sample condition (sample was received without remaining clips) and therefore a failure mode could not be duplicated. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the device did not fire during patient use. The patient's condition was reported as fine.